Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 9.5 days of data ((B)(6) per the timestamp). The log file captured a no external power alarm on (B)(6) 2021 from 16:56:16 to 17:01:46 due to both system controller power cables being disconnected from 14v batteries at the same time. The alarms resolved when the controller was reconnected to a 14v battery. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The system controller was not returned for evaluation. The root cause of the reported event was determined to be a user error in which both power cables were disconnected from external power at the same time. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02399. It was reported that the patient was admitted for stroke and emergent thrombectomy on (B)(6) 2021. The site noted power disconnections in history. Inr (international normalized ratio) therapeutic. Mean arterial pressure (map) stable throughout observation. Vad flows, powers, pi within trend during observation. Of note, he was discharged (B)(6) 2021 from admission for general malaise, febrile, no growth on cultures. Discharged after being afebrile for 48 hours. The event log captured a no external power event on (B)(6) 2021 at 16:56 due to both power leads disconnected at the same time enabling the backup battery in the controller until the power leads were reconnected. No other unusual events were noted in the log. Due to subsequent events status post stroke, the patient's family and heart failure team concluded end of life. Clinical specialist and vad coordinator discussed procedure to disconnect vad. Vad was turned off and disconnected for patient's end of life on (B)(6) 2021. Patient was taken of pump support on (B)(6) 2021 and expired on (B)(6) 2021. It was reported that he device operated as expected. There were no changes to patient anticoagulation that may have contributed. International normalized ratio (inr) levels were therapeutic. Computerized tomography (CT) scan of the head was used to diagnose stroke. The patient was noted to have positive blood cultures for fungemia. The source of infection was unknown. No treatment was performed for fungemia before the patient expired.